Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h11. Corrected field:d8,g2. Additional information: e1(initial reporter)(B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,b5,g3, g6,h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field- d4 serial number, e1 event site telephone, event site email, g2 a getinge field service engineer fse evaluated the unit for the reported malfunction. The upper display screen was changing from red to black and the images were continuously distorted. There were no signs of abuse or saline contamination. The unit was able to complete an autofill. The fse replaced the top lcd display assembly. The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer. The failure analysis and testing dept. Received lcd display with a reported unit failure of blank lcd display. The fat dept. Performed a visual inspection of the received part and confirmed that no physical damage or abnormalities were observed.the fat department installed top lcd display in the cardiosave test fixture and tested to factory specifications per cardiosave manual. The failure analysis and testing department performed display test thereafter, the functional test for approximately two hours and could not reproduce or verify the reported failure of blank screen.

Event description:
It was reported by customer that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a blank screen. There was no patient involvement reported.

Event description:
It was reported that during pre use, the cardiosave intra aortic balloon pump (iabp) malfunctioned. Blank screen has been reported. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.